Event description:
Pt was flown from another facility. Upon arrival, blood was noticed in the extension tubing of an intra-aortic balloon. Blood was also noticed in the stopcock placed between the extracorporal tubing of the balloon and the extension tubing. Only dried blood specks were noted in the extracorporal tubing. The balloon was sent to the MFR for evaluation of a possible balloon leak.